Event description:
Same case as MFR #: 2134265-2009-05511. Reportable based on analysis completed on (B)(6) 2009. It was reported that during a percutaneous coronary intervention procedure, inflation difficulties were encountered. The 80% stenosed, de novo target lesion was located in the non tortuous and mildly calcified proximal right coronary artery. The maverick2 12 / 2.0 monorail ptca catheter was advanced to the lesion and attempts to inflate the balloon was unsuccessful. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was reported as stable. However, device analysis, revealed a longitudinal balloon tear.

Manufacturer narrative:
Visual and microscopic examination of the balloon material identified a longitudinal tear in the balloon. The tear was located at the proximal edge of the proximal markerband and it extended distally towards the distal markerband for a total length of 1cm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause operational context as device performance was limited due to anatomical/procedural factors. (B)(4).